Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 23. On (B)(6) 2021 non-osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.